Event description:
It was reported that a pt would have the lead and generator explanted, due to vocal cord paralysis. Good faith attempts to obtain additional info from the pt's physician have been unsuccessful to date. The explanted lead has been returned to the MFR for analysis, however, device evaluation has not been completed.